Event description:
A zoll distributor returned battery pack sn (B)(4) and reported that the battery was unable to power up a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to power up monitor) has been confirmed. Upon investigation the battery was unable to recharge or power up a monitor. The battery was excessively discharged and had an output voltage of 1.2v. The root cause for the excessive discharge could not be positively identified. No adverse event resulted from the defective battery pack.